Event description:
The customer reported the connection between the cap and tubing came loose after manipulation during attaching and detaching syringes/tubing. The connection to the cap was secured with tape but chemotherapy leaked at the male luer side. There was no pt harm reported and no medical intervention was required. Customer stated that no additional pt or event details are available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.